Manufacturer narrative:
(B)(6).

Event description:
Information was received that after switching to a successor model tracheostomy, it was noted to not fit the patient as well. The patient switched back to the previous tracheostomy.